Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the maxzero¿ leaked chemotherapy medication onto the patient's shirt from the connection of the needleless connector and the IV tubing set. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero connection was not confirmed. Visual inspection of the set did not reveal any discernible signs of damage or abnormalities. Functional and pressure testing resulted in no leaking. The root cause of the reported failure was not determined.

Event description:
The customer reported that during a secondary infusion of cyclophosamide 1330mg/nacl 0.9% 250ml y-sited to a primary bag of nacl 500ml and infusing via the patient's port-a-catheter, it was noted that the maxzero¿ leaked onto the patient's shirt from the connection of the needleless connector and the IV tubing set. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: phaseal adapter; 250ml baxter bag cyclophosphamide; 500ml baxter bag (B)(4) lot number v18b19g exp ag 19 0.9% nacl; 10ml bd syringe ref (B)(4) lot number 803022n exp 2020-01-29; heparin lock flush; 10ml bd syringe ref (B)(4) lot number 803022n exp 2020-01-29. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during a secondary infusion infusing via the patients port-a-catheter of cyclohexamide 1330mg/nacl 0.9% 250ml y-sited to a primary bag of nacl 500ml, that it was noted that the maxzero¿ leaked onto the patient's shirt from the connection of the needleless connector and the IV tubing set. There was no report of patient harm.